Event description:
It was reported that on (B)(6) 2014 a dye study was performed and it was noted that the patient's catheter was leaking at or near the pump insertion point. The patient had been reporting poor pain relief. On (B)(6) 2014, the pump and catheter were replaced. On (B)(6) 2014, the patient was seen for their post office visit and all wounds looked good. The pump was refilled. The patient was very happy as they were getting better pain control than they had before. The pump system was delivering baclofen, bupivacaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).